Manufacturer narrative:
The t:slim x2 g5 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer navigated to the bolus request screen without exiting. The customer's blood glucose level was 48 mg/dl. The customer was uncertain of the suspected cause but declined troubleshooting. The customer successfully exited the screen.